Manufacturer narrative:
Continuation of d10: product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform, product ID: a820, lot#serial#: unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that the handset was lagging at 90% for 5 minutes again. Agent reviewed and guided the patient through clearing the data on the handset.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that, when the patient was trying to connect to their pump or bolus, the handset stopped at 90% and they had to wait a long time. Patient services reviewed data and assisted the patient in deleting the data. The patient was then able to connect to the pump with a lag. The patient was unsure of the event date. The patient planned to call back patient services if they needed further assistance. The patient mentioned that the last time they had the pump filled and adjust in (B)(6) 2025, the doctor emailed the manufacturer representative (rep). The rep sent a message back, instructing the patient how to delete the data. The patient thought that the rep responded sometime in (B)(6). The patient mentioned that, since having the pump filled last, the lockouts were different and they requested assistance in looking at how the pump was currently programmed. Per the personal therapy manager, the lockouts were every 3 hours, with a dos restriction interval of 4x/24 hours and a maximum of 4 boluses per day. Patient services reviewed the dose restriction interval. The patient planned to discuss with their managing physician.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.